Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not pass the self-test, double beeping was present, and there was discoloration on the in line sensor and battery cover. The event occurred during testing. It was unknown if the event was related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Device was un used condition, not in its original packaging. Visual inspection found the rear housing, air detector and battery door were discolored. Downstream sensor and upstream sensor had contamination. Found downstream sensor was contaminated which caused the double beep no cassette. Recommended downstream sensor, air detector and battery door to be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.